Event description:
It was reported that the device was sent in for an unknown reason. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, damaged remote dose connector, and a scratched lcd lens. Error code 44509 was found in the device's event history log. Functional testing was unable to verify or duplicate an unknown issue; however, the device failed accuracy testing. It was determined that the defective pwa, damaged dso seal, and defective expulsor were the root causes. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.